Event description:
A malfunction was reported on a pump, specifically indicating "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue reappears.